Event description:
Healthcare professional reported "upon inspection of the x-rays it appeared that the tubing attached to the band was caught up in an area full of adhesions from the original surgery in the pts left upper quadrant lateral to the rectus sheath. The tubing was noticed to go back toward the access port at a 45 degree angle." The access port was removed and replaced. Investigation in progress.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/23/2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Adhesions are a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number, the full implant date and the event has been requested. Device labeling addresses the potential of adverse events as follows: "caution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." "Gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the u.s. Study, 42% of the u.s. Pts undergoing revisions were reported to have developed adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure."